Event description:
This report was received from a physician who reported increased intraocular pressure in three pt's post cataract surgery. He called and asked if there had been any other reports with this particular lot of healon. He had performed five cataract surgeries using the same lot nos. Three of the five pt's experienced increase intraocular pressures greater than expected postoperatively. Pt two is an 84 year-old woman who had a right cataract extraction on 10/6/98. Prior to surgery her intra ocular pressure was 22. She was treated with iopidine 3 times a day and betagan twice a day. The physician believed the event to be related to healon since the intra ocular pressure was greater than expected postoperatively. As of 10/14/98, the pt still has some corneal edema. Best corrected visual acuity is 20/100. Treatment with iopidine, betagan, and tobradex (t=18) continues.